Manufacturer narrative:
No unexpected no delivery alarms noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was tested with a water filled test reservoir. No air bubbles anomaly noted. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 600 mg/dl due to a bent cannula. The customer was treated for the high blood glucose with their insulin pump. The customer was assisted with trouble shooting and was advised to change their sets.